Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex (cx) artery with 80-90% blockage. When inserting the guide catheter via radial approach, there was difficulty advancing the guide catheter past the elbow. A 2.5x12 trek balloon dilatation catheter was placed at the tip of the guide catheter and inflated to 4 atmospheres (atm) to center the guide in the vessel, essentially to guide the guide catheter to the desired location. Once at the lesion, the balloon was inflated one more time but ruptured at 8 atm. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another device was used to continue the procedure with no issues. No additional information was provided.

Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.